Event description:
It was reported that a spectrum infusion pump over-infused during therapy while infusion heparin at a rate of 10 ml/hr in the eps lab. It was reported that when the device stated that 3.3 ml had been delivered, over 75% of the fluid had been infuses. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.